Event description:
It was reported that the pulse generator exhibited intermittent loss of ventricular sensing. No intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.